Manufacturer narrative:
Internal file number - (B)(4). In the absence of a reported part number, the UDI number cannot be calculated. The device was not returned for analysis and a review of the lot history record and complaint history could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There is no specific device to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during deployment the clip opens while locked. It was reported that a general comment was made by the physician stating that during a mitraclip procedure the clip opened during deployment. There is no specific event reported, but speaking with colleagues this occurrence happens sporadically. No additional information was provided.